Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "event 2: material #: 2426-0500 batch/lot #: unknown". "Continues to have leaking issues from the bd tubing sets." "2 events ¿ 12/04 and 12/07 experienced leakage of medication material ¿ 2426-0500 lot ¿ unknown ".

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "event 2: material #: 2426-0500, batch/lot #: unknown". "Continues to have leaking issues from the bd tubing sets." "2 events ¿ 12/04 and 12/07 experienced leakage of medication . Material ¿ 2426-0500 . Lot ¿ unknown ".

Manufacturer narrative:
H6: investigation summary: without photo or sample received for investigation, unable to verify customer's complaint of leakage. A device history record review could not be performed because a lot number was not provided by the customer. No sample was sent for investigation. Root cause unavailable at this time.